Event description:
It was reported that the wake button was not working at times and required to be pressed multiple times or with more force to turn the pump screen on. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. There was no adverse impact to the customer's blood glucose level.